Event description:
We have received a product report involving a non-(B)(6) product and are sending you the information in accordance with 21 cfr 803.22. Below is a brief description of the information received: patient's spouse was calling on behalf of the patient because the patient was having trouble with their voice today, (B)(6) 2026. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).